Event description:
Patient's medtronic insulin pump gave her too much insulin. Upon inspecting, it was determined that it was not a human error. They gave her a different pump and she is fine. Staff member was told to hold onto the pump.